Event description:
On (B)(6) 2011, patient reported she noticed 2 of her infusion headsets were leaking in the housing area. Patient stated, the leak was not in the plaster or under the adhesive area. Patient reported, the leak was on top and she thought it was leaking from the infusion headset housing. Patient stated, she had the infusion set tubing connected securely and tried twice but it continued to leak. Patient reported, she noticed the issue when her shirt was wet with insulin. Patient stated, the issue occurred again after reconnect when she bolused. Patient reported, she changed to another infusion headset and all was okay. Patient uses the insertion assist plus device to insert the infusion set. Patient stated, the infusion set was not squeezed or bent. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion sets.